Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tightly calcified coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with a non-bsc stent. Subsequently, the patient was sent home. No patient complications were reported and the patient was doing well.